Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported they have only had intermittent therapeutic effect since implant. They have not had great success, and have periods of urgency that go away at time. Recently patient has started to have a lot of incontinence and are not feeling stimulation sensation. During the call patient increased amplitude above 8.1 and was still not feeling anything. Patient reported no falls or traumas but stated the interstim therapy was off for a time in the july when they were hospitalized. Patient asked for assistance changing programs. No further complications were reported. Additional information was received from the patient. They reported that the cause of the loss of stimulation was determined to be a connection failure, the issue had not yet been resolved, but the patient was going to possibly get the device removed and leads replaced.